Event description:
It was reported following deployment of an angio-seal sts device in 2004, bleeding occurred and pressure was applied to achieve hemostasis. The pt was admitted to special procedures due to pain in the right leg. The run-off performed, revealed a luminal flap near the angio-seal puncture site. Also, a signficant blockage was noted distally at the hunters pass, mid femoral artery area. A surgical explant was performed the following day and it was communicated to the cath lab that within the clot (location of clot uncertain) was collagen. The pt was reportedly recovering statisfactorily. The sales rep's review of the femoral angiogram looked fine with no concerns of bifurcations, small common femoral artery, pvd or large side branches.